Event description:
It was reported that the pump was not recognizing the syringe type. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed there were third party tamper seals present. It was also observed that the barrel head was broken, the bottom and plunger cases were cracked and the plunger tube seal was out of placon on the outside of the pump. Review of the event history log showed an occurrence of an "invalid syringe size" alarm message. Functional testing included occlusion testing and checking calibrations and it was found that the size calibrations were out of specification. The investigation determined that damage to the barrel head, barrel guide and barrel clamp spring by the customer caused the reported issue. The components were replaced to correct the issue. Further repairs were then performed on the pump and it then passed all delivery and functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.